Event description:
Device issue: unravel/separated guide wire tip. Time of device issue: during the procedure. Adverse event: none. It was reported that an intravascular ultra sound (ivus) was advanced along a balance middleweight (bmw) guide wire. When removing ivus, resistance was felt, so ivus and the bmw were removed as a single unit. After devices were out of the patient; they noticed that the bmw coils had unraveled and the distal tip of the bmw was in two pieces inside the ivus catheter. There was nothing left in the patient's rca where the devices were being used. Another bmw guide wire was used to implant a stent in the moderately tortuous moderately calcified mid rca. Reportedly, there were no patient effects. Though requested, no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.